Event description:
In speaking with the olympus technical assistance center (tac), the customer reported that some sort of cable was broken behind the wall, and they were unable to view the scope image on the laptop. The customer wanted to know how to transfer the saved images from the evis exera iii video system center to the thumb drive. Tac sent the customer the quick reference guide with instructions on how to transfer images to the thumb drive. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.